Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control did observe that after powering the device on that its display was faint and would eventually go blank. When this occurred, however, the device was still operational. Physio-control then replaced the device's display assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure to power on could not be determined; however, it is possible that what the device users observed was the display going blank and not an actual loss of power.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off. The crew had to press the power button to turn the device back on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off. The crew had to press the power button to turn the device back on. There was no patient use associated with the reported issue.